Event description:
The pt was randomized to the study. The pt was chosen for the procedure. The target leison was at the right coronary artery (rca). The lesion was type c, de novo, eccentric, diffused 28mm in length and 57.5% occluded. Pre-dilatation was conducted with an unknown 2.0x20mm balloon at 16atm. Inflation time is unknown. The first 2.5x18mm cypher stent was implanted at 20atm for 16-30 seconds. The second 2.5x18mm cypher stent was implanted at 18atm for 16-30 seconds. The stents were overlapping reach other. Both cypher stents were the same. Post dilation was not conducted. The residual % of stenosis after the procedure was 0%. Ivus was not conducted. Pre and post proceudre timi flow was iii. The pt returned approximately eight months post index procedure for routine follow-up and 60% restenosis was noted.